Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16.6 mmol/l (298.8 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses, and operated until deactivation at 668 pulses. Inspection of the device found no issues capable of causing a needle mechanism failure.